Event description:
Hip dislocation of pt implanted with a margron-dtc hip replacement after sitting in a deep chair. Closed reduction of right hip carried out in theater by registrar. Event attributed to non-compliance by pt. Further comments by surgeon suggested that use of capsular resection procedure may also have contributed to the dislocation. Event occurred 2 yrs postoperatively; unlikely to be implant related. No serious injury to pt.

Manufacturer narrative:
The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the foreign orthopaedic assoc in its 2007 foreign natl joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR# 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.